Manufacturer narrative:
In a review of the labeling it is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. Revisions or surgical interventions are a known complication found in joint replacements. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the loosening of the device as it pulled out of the glenoid is most likely related to the patient's underlying conditions of morbid obesity, significant degenerative joint diseases and other health maladies. This device is used for treatment not diagnosis.

Event description:
The patient has not been revised. No additional information provided.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2017. The baseplate pulled out the glenoid. This event report was received through clinical data collection activities.